Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. The field service engineer (fse) visited onsite and confirm that reported problem. After reviewing the log, fse found the reported malfunction. Upon troubleshooting, fse found converters tube adaptation not working. To resolve the problem, fse was replaced the converters tube adaptation. After replaced the converters tube adaptation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.